Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss on right eye (od) during surgery. The inadequate seal - cone issue with an intralase patient interface (pi) occurred after the patient was applanated and after laser fired. It was noted that there was procedure lost and the surgery was completed successfully by switching out the pi.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 6/1/2018. Device returned to manufacturer? Yes. Device evaluation: one (1) patient interface (pi) was received for further investigation. Returned pi was returned in original packaging confirming lot# 60110303. A visual inspection of the device revealed no obvious damage to the components and all parts were assembled correctly. Dimension testing was performed and the results were outside of specification. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60110303. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results, suction issue was confirmed, but there was no indication of any design or manufacturing issue. Hence, non-conformance report was opened to address pi issue and johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.